Manufacturer narrative:
(B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
(B)(4). The report no. Is mw5040848 and the event description states, "the pt was admitted to an outside hosp and was noted to be in cardiogenic shock and vasodilatory shock secondary to a non-st segment elevation myocardial infarction (nstemi) for which he received a drug eluding stent. The pt developed ventricular tachycardia with cardiac arrest. He was resuscitated and ablation was performed which was unsuccessful. On (B)(6) 2014, the pt was transferred to (B)(6) for further management. The pt continued to have ventricular tachycardia. Va-emco was initiated on (B)(6) 2014. The pt has complicated ccu course which included successful vt ablation and (B)(6) pneumonia which was treated with antibiotics. A CT on (B)(6) 2014 revealed a retroperitoneal bleed with findings of bilateral deep vein thrombosis. A foreign object was also noted in left profunda femoris artery on the CT scan which was eventually identified as a fragment of the outside coating from a guidewire known as a glidewire. The pt had the retained foreign body removed on (B)(6) 2014. The pt was discharged home on (B)(6) 2014 with nursing and physical therapy services."

Event description:
The user facility reported that the coating scraped off the glidewire and was lodged in the patient. Follow up communication from the user facility confirmed the following: (1) an intervention procedure was done to remove the coating with a snare; (2) the procedure was completed; and (3) the patient was reported doing "fine".

Manufacturer narrative:
Methods - is based on the evaluation of current product sample due to the unknown product code and unknown lot number. The actual sample has not been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and current product sample ((B)(4), lot # 150213). Visual inspection of the sample did not find any anomaly. Magnifying inspection did not reveal any anomalies. The outside diameter along the total length was confirmed to be within the manufacturing specifications. The sample was peeled of the urethane outer layer from the wire intentionally for the purpose of checking the adhesion level of the urethane outer layer to the core wire. No anomalies were observed. The product code and production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. Although the exact cause cannot be determined, there is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample came into contact with the involved metallic needle, resulting in the shearing of the urethane outer layer. With no return of the actual sample for investigation, the cause of the complaint was not identified definitely. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.